Event description:
I was implanted with a medical device implant called essure in (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 958703 my model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started the day after I was implanted but became extremely worse about 6 months later. This is a list of my side effects and symptoms that I have experienced due to essure. I have lower back pain, severe chronic pelvic pain, many uti's yeast infections and other uterine infections, chronic uterine inflammation, heavy irregular bleeding, migraines, rashes, hives, nickel allergy, dizziness, nausea, pain and bleeding with intercourse. Worst of all...I am now 23 weeks pregnant. One coil still in place and the other in my uterus with baby making me very high risk. I have been seen by 3 doctors. The device is still inside of me but I will be having a full hysterectomy 6 weeks after my baby is born due to all my complications and the migrated coil. (B)(4).